Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy stent was advanced to treat the lesion, however, there was a failure to cross and the stent was damaged. There was no serious injury or adverse patient effects.

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy stent was advanced to treat the lesion, however, there was a failure to cross and the stent was damaged. There was no serious injury or adverse patient effects. Device evaluated by MFR: synergy ii us mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with the stent moved distally on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and the inner lumen and midshaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product. Event date was not provided the first date of the month has been used as the aware date.